Event description:
This notification was opened for review due to an allegation of flame coming out of the everflo device. The allegation has been assessed by a clinical expert and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information regarding an allegation of flame coming out of the everflo device. The device was returned to the manufacturers third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and observed the following: braided tubes are twofold after change the new integrated cannister. Opi concentrator tubing, micro disc and mainfold were all worn. Rear cover cracked inside. Springs are rusty and the power cable is burned. The sieves are clogged and o2 was too low. The flowmeter & overlay and outlet cover was cracked and the inlet filter needs to be replaced due to preventive maintenance. All parts observed needs to be replaced.